Event description:
The information received from the affiliate states that there was a separation of the stent from the balloon during removal of the product. The cypher was used to treat an acute thrombosis of a taxus stent. The physician had difficulties attempting to cross the taxus stent with the cypher stent twice but was unsuccessful. The device was removed, but during removal the stent detached from the balloon and remained in the patient. Finally, the physician could find the stent and removed it from the patient with the y-snare. The stent was not deployed. Another like device was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.